Event description:
There was an allegation of an unexpected hbv result with the cobas® mpx - 192t assay for samples tested on a cobas 6800. The customer indicated that no additional clinical or laboratory information could be provided due to patient privacy constraints. This included withholding details on final clinical interpretation, reported results, and any supplementary confirmatory testing (e.g., pcr or serological assays).

Manufacturer narrative:
The serial number of the analyzer is (B)(6). A comprehensive review of the pcr amplification curves, algorithm settings, and system performance of the cobas® 6800 instruments (sn(B)(6)), as well as the cobas® mpx reagent lot n10245, was performed. Based on this evaluation, these factors were excluded as potential root causes of the unexpected hbv result. The investigation did not identify a product problem.